Event description:
It was reported that approximately 4.5 months following the implant of a transcatheter bioprosthetic aortic valve the patient an appointment for potential right forearm pseudoaneurysm. During the appointment, the patient complained of dizziness and lightheadedness. An electrocardiogram (ECG) identified atrial fibrillation. The patient was sent to the emergency department for further evaluation, a transesophageal echocardiogram (tee) and electric cardioversion. A computed tomography angiogram (cta) was obtained of the right upper extremity which showed a rounded soft tissue mass adjacent to the distal radius. This was most consistent with the pseudoaneurysm seen on a comparison ultrasound. There was a diminutive appearance of the radial artery within the forearm. As reported, there was either variant anatomy with a profunda brachial artery which turned into the diminutive radial artery or a high origin of the radial artery a pseudoaneurysm with no hematoma formation. An arterial venous duplex ultrasound showed right radial pseudoaneurysm of 1.6 (ap)x 1.7 (transverse) x 2.6 centimeters (cm) with the neck measuring 0.08 cm (length) x 0.1 cm (width) and a residual lumen of 0.7 x 1.1 cm. There was a triphasic doppler waveform and no significant stenosis. No arteriovenous (av) fistula was found. The patient followed up further with cardiac surgery and the right radial pseudoaneurysm was repaired 7 days after the follow-up appointment. Intravenous (IV) medication was required. The patient tolerated the procedure well and admitted overnight. An antibiotic ointment to incision was to be applied twice daily for 7 days. The following morning the patient ambulated well, was stable, and discharged home. The physician indicated the event was causal related to the implant procedure and transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the delivery catheter system (dcs) was accessed via the left femoral artery. A cerebral protection system was also used during the procedure. The cardioversion was performed on the date of hospital admission to resolve the atrial fibrillation. The atrial fibrillation event resolved the day following the cardioversion. The physician indicated the atrial fibrillation was not related to the valve or implant procedure. However, the cause was not reported. The patient reported mild pain in forearm with the hematoma and further reported it growing over several days. The patient denied paresthesia, tingling, weakness, or numbness to arm or hand. There was no report of patient anatomy factors contributing to the pseudoaneurysm. The pseudoaneurysm was reported causal to the transcatheter valve.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1, a2, d1, d3, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.